Manufacturer narrative:
Date sent to the FDA: 3/16/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted he reduced the incarcerated structures in the defects by the old mesh. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2020 during which the surgeon noted the old onlay hernia mesh had peeled away from the repair site, ad there were omental adhesions that had brought up the transverse colon to a large 15 cm recurrent midline defect as well as another defect about 3 cm to the right of the old mesh. He took down the adhesions, completely freed the colon and removed the old mesh. It was reported that the patient experienced severe pain and inflammation. The patient had a previous mesh implanted on (B)(6) 2013 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/24/2021.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.